Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The event was confirmed. No material or manufacturing defects were observed on the device features examined. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual inspection: a visual inspection was performed as part of an mar, dated 25-jun-2014. Dimensional inspection: not performed as the there was no alleged dimensional discrepancy. Functional inspection: not performed as the device was returned non-functional. An mar was performed, concluding the following: the tines on the locking tab were bent. Deformation observed at the ends of the tines indicated that substantial lateral force had been applied to cause the bending. No material or manufacturing defects were observed on the device features evaluated. Product surveillance will continue to monitor for trends.

Event description:
The retaining tabs on the proximal body impactor were bent during a hip revision. We used another impactor and the case proceeded without incident.

Event description:
The retaining tabs on the proximal body impactor were bent during a hip revision. We used another impactor and the case proceeded without incident.